Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called in to report that the transmitted was not blinking when removed from the charger. During the call; the customer reported experiencing high blood glucose over 600 mg/dl. He treated with manual injections and declined troubleshooting as he was currently not using the insulin pump. Customer stated that the transmitter connector is not damaged. The transmitter was out of warranty and could not be replaced. Customer was advised a charger would be sent to try and if issue persists a new transmitter would have to be purchased.